Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information will be provided from a healthcare provider (hcp) stated that the cause of the motor stall was asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was receiving intrathecal unknown baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported that when the pump was interrogated yesterday (2025-03-25) at refill there was an alert with service code 528 (motor stall recovery occurred). The pump logs showed a motor stall on 2025-01-13 at 12:17 pm and a recovery at 1:13 pm and the critical alarm never sounded. It was noted the patient did not have a magnetic resonance imaging (MRI) and the family did not hear the pump alarming at that time. The agent discussed possible causes of motor stalls and reviewed with caller to review this information with the family. Reviewed option to do an alarm test the next time the patient was in and to monitor for any future stalls or other alerts. The issue was not resolved through troubleshooting.